Event description:
Covidien received information of ventilator with an oxygen sensor malfunction. The malfunction occurred during patient use. The patient was removed from the device and switched to another ventilator. There was no harm to the patient reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and did not duplicate the reported issue. The ventilator passed calibrations, extended self-testing (est) and short self-tests (sst). (B)(4).